Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v999673, implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported (B)(6) horses again and said their current device was explanted because it wasn't working for their symptoms. Stimulation was turned off and back on twice, but it still didn't work. It was also removed because the healthcare provider (hcp) wanted to do an MRI to see what was wrong with the patient. Due to device removal, the patient is experiencing more pain in their bladder and stomach as well as an increase in leaking all the time. It is too much. Since removal, they are still leaking so bad, the patient can't go anywhere, and they have to wear pull ups with an overnight pad. The patient wears them so much, is tired of wearing them, and can't go anywhere without them. They also had pills which helped some for their leakage, but it seems like their body is rejecting everything. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v999673, implanted: (B)(6) 2012, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had their ins removed because they were having difficulties 6-7 months ago. The patient had their therapy turned off for 6 months before the ins was removed. The patient had pain in their leg and back since (B)(6) 2005. The patient had ¿charlie horse¿ sensations. It was reported the patient¿s lead wire was disconnected. It was noted the patient was still leaking and it just comes out. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.